Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of essential tremor and movement disorders. It was reported the patient's device did not seem to be working like it was in the beginning (2014). The patient stated over the 4 years prior, the device did not seem to be working like it was when it was first put in. The patient stated when the health care professional (hcp) did adjustments, her balance was off. No further complications were reported or anticipated.